Event description:
I am submitting a report regarding the potential inaccuracy with the snap diagnostics unattended home sleep study device (model sam-9100). On (B)(6) 2025, I completed a home sleep study with this device. The results reported apnea-hypopnea index (ahi) of 9.2., with approximately 50% central apneas and multiple oxygen desaturations. Based on this report, I was characterized as having mild sleep apnea. However, on (B)(6) 2025, I underwent a full in-lab diagnostic polysomnography at a sleep center. The test, interpreted by a board-certified sleep physician showed an ahi of only 0.6, normal sleep efficiency, no clinically significant desaturations, and an overall impression of no sleep apnea. This discrepancy between these two tests is stark. The home device appears to have significantly overestimated respiratory events, including labeling a high proportion as "central apneas," which could have led to unnecessary treatment. Additionally, the device reported snoring, but my in-lab test and bed partner history do not support this. I am concerned that this device may be providing inaccurate results that could mislead patients and providers, potentially resulting in inappropriate diagnoses and treatments. I request that the FDA review the accuracy, calibration and the classification algorithms of this device model. Snap diagnostics model sam-9100: ahi 9.2, central/mixed apnea index 4.6, total apnea 49 and hypopneas 6, oxygen lowest 88% odi 6.0 and 34 desaturations. Snoring reported at 8.04 snores/hour, up to 11db louder than baseline. In-lab polysomnography: ahi 0.6. Oxygen saturation was minimum 88% minimum. 93% was average, 0 minutes below 88%. Sleep efficiency, architecture, eeg, emg, and EKG were all normal. Negative for osa and csa.